Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; pump logs identified occlusion alarms.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose was 576 mg/dl with a trace of ketones. Contact changed pump supplies and administered an insulin injection. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.